Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has been alarming no delivery. Customer changed the infusion set, reservoir and insulin and declined troubleshooting. Blood glucose value was 333 mg/dl. The customer has tried different cannula lengths, insulin was not expired or denatured, he does not rotate sites, does not use the serter and the tubing was not bent or kinked. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.